Manufacturer narrative:
Visual inspection: the 3.5 hex scrdriver sft/self-retaining (p/n: 324.050, lot number: 9059162) was received at us cq. Visual inspection of the complaint device showed the distal tip was bent and twisted. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: se_210500 rev c (current) and rev a( manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal tip was bent and twisted. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the tip of power shaft screwdriver was bent and no longer usable. This report is for one (1) 3.5 hex scrdriver sft/self-retaining. This is report 1 of 1 for complaint (B)(4).